Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The customer reported that the buttons on the insulin pump were unresponsive the battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was reverted to manual insulin injections until the replacement insulin pump arrives. No additional info was provided.